Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's mother stated that they could not treat the blood glucose caused of the diabetic ketoacidosis. The customer's mother also reported that he received a compromised force sensor system alarm. The customer's blood glucose was 549 mg/dl at the time of incident. The customer's mother stated that there were no numbers and it seemed like they were stuck in rewind and prime sequence during priming. The customer's mother stated that the insulin was squirting out during the manual prime process. The customer's mother stated that the insulin continued to drip after the motor stop during the manual prime process. The customer's mother stated that they were unable to exit the preparing to prime loop. The customer's mother stated that back-up plan was unavailable. The insulin pump will be returned for analysis.